Event description:
Patient had a 24 gauge 3/4 inch jelco protect IV plus safety IV catheter placed for daily intravenous immunoglobulin (ivig). It was found that the device would not flush and the IV site looked mildly swollen. Therefore it was removed, but the sheath detached. A tourniquet was placed on the left arm of the patient and the patient was then transported to the emergency center for treatment. The sheath could not be located by x-ray (2 attempts). The device was labeled as being radiopaque.the sheath remained in the vein near the entry and had to be surgically removed the following day. The product was labeled as being radiopaque, however it did not show up on the x-ray.====================== health professional's impression======================the product was labled as radiopaque, but did not show up on the x-ray and the product separated from the hub.